Manufacturer narrative:
It is not clear if this event actually involved the empira nc rx dilatation catheter, as "multiple different manufacturer's balloons were used within the oms vessels during the cc in question 2 weeks ago." No identifiers such as model number or lot number were provided for the (B)(4), therefore, mfg records could not be reviewed for any nonconformances.

Event description:
Info from the user submitted medwatch report: per the op report: indication for procedure: cad, subacute inferolateral mi. Procedure: CABG x2. Documentation reflects... "The heart was lifted and the second obtuse marginal was examined. It was full of thrombus and felt hard as if there was a stent in it. Upon incision of artery, a one inch segment of catheter with a ruptured angioplasty balloon at the end was retrieved. Gross pathology reflected a catheter/t tip balloons 0.5 to 2.0 cm with a range in diameter from 0.2 to 0.3 cm. The retained surgical item (rsi) was grossly examined by the abbott rep. It is unclear at this time the exact balloon device that ruptured as multiple different MFR's balloon were used within the obtuse marginal segment (oms) vessel during the cardiac catheterization (cc) in question two weeks ago. Cc film reviewed by physician post procedure. Question of identification of rsi on film. Pt is doing well with no subsequent complications. Suspected percutaneous transluminal coronary artery (ptca) with bare metal stent of the left circumflex, posterior left ventricle (plv) and ptca of the oms followed by ptca of om2 and right coronary artery (rca). During cc procedure in question, the pt remained hemodynamically stable. Interview with physician reflects multiple balloon ruptures throughout the procedure secondary to heavy plaque. No indication during procedure that balloon was retained as balloon inspected upon removal."